Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-apr-2019, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 12-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving hydromorphone with concentration 12 mg/ml at a dose rate of 3.075 mg/day via an implantable pump for spinal pain. It was reported that the company representative was in an operating room (or) case and stated the patient was not getting good therapy. They opened the patient up today in the intrathecal side; they saw the patient has two catheters and were trying to figure out which one was tied off and which was connected to the pump. Refer to MFR report # 3004209178-2017-26687 regarding previous event. Performing imaging / dye study was being considered. The reporter inquired about the number of side holes in the catheter and for the model number provided it was being considered that there were 6. The company representative had to leave the call as they were in the or. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via the company representative. The physician involved with the case and their contact information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The company representative noted that regarding the patient not getting good therapy, they became aware of this issue on 2019-dec-14. It was noted that a physician stated he was unsure if the patient was getting sufficient therapy. The company representative did not know when the patient first started experiencing trouble with her therapy. The company representative had relieved a fellow colleague in the middle of the surgical procedure and had not spoken with the patient that day. The physician did not perform any additional diagnostic testing the day of the procedure. The physician left the active catheter alone. The catheter and pump remained intact therefore there was no device available to send back to the manufacturer for analysis. The company representative did not have the patient¿s weight at the time of the event.